Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported scar. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s938usqs5ayh2 hardware: sm-s938u cgm sensor type: g7.

Event description:
It was reported by the patient that the pod caused them to have a scar on the infusion site. The patient experienced pain and swelling on the infusion site. No medical attention was mentioned in the report.